Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
He just replaced the joystick two months ago and now the chair keeps driving when the joystick is turned off.